Event description:
Doctor reported to a lensar clinical application specialist that on (B)(6) 2014 a cci was placed in the wrong position. When the doctor looked at the rtf file, it showed that the orientation selected was "bed right" instead of "bed center." He understood that by selecting the wrong bed orientation, the result was that his corneal treatment was placed on the wrong axis.

Manufacturer narrative:
From the investigation of the rtf file, it showed that the bed orientation selected was 'bed right" instead of "bed center." A conference call was held with the doctor and he understood that by selecting the wrong bed orientation, the result was that his corneal treatment was placed on the wrong axis. This is an operator error.